Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. No issues were found in the event history log. Functional testing found that dso seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that the pump turns off alone despite the battery being charged. There was no patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal.